Event description:
Reportedly, the surgeon placed instrument over base of the rectum during low anterior resection and fired instrument. Staple formation was noticed as not being sufficient which meant the surgeon was required to clamp then fire another instrument. Sex unk. Procedure: lar